Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The DHR was reviewed and no issues that would have resulted in this complaint were found. The product evaluation visual inspection revealed that the label does not correspond with the article in the package. It's clearly visible that the original EU label was over-labeled with an us label. Fact is the EU label below the us label is correct and shows the correct article number and was then afterwards over-labeled with an incorrect us label. This complaint is indeterminate from a manufacturing standpoint.

Event description:
It was reported that there was a package received with packaging intact, however, the part inside the package did not match the label on the package. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
An additional evaluation was performed on the returned product. Part number 03.111.601 and 03.111.600 where received in monument on january 25, 2011. These products were processed and found to be non-conforming (mis-labeled). They were sent back for corrective action in july 2011. Per the dhrs and stock evaluations that are associated with this complaint, the product must have been returned back to monument in january 2012 without the required corrective action. This complaint is valid.